Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the catheters had a really sharp wedge on it which cut him internally and caused a lot of bleeding. He is currently being monitored for possible infection/serious damage that was done to him. Let him know that would log the complaint. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the catheters had a really sharp wedge on it which cut him internally and caused a lot of bleeding. He is currently being monitored for possible infection/serious damage that was done to him. Let him know that would log the complaint. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided.